Manufacturer narrative:
G4: 08oct2019. B4: 09oct2019. Philips field service engineer (fse) confirmed with customer during trouble shooting that the issue was with the test cable and not the unit. No product problem was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the unit failed pvt (preventative verification test) alarms test. The device was not in use at the time of the reported event; therefore, there was no patient involvement.